Manufacturer narrative:
It was reported that a revision surgery was conducted due to infection. The complained devices have not been returned for investigation (polarcup xlpe insert 43/22 non-cem (75018942) and oxinium fem hd 12/14 22 mm +12 (71342212) ). The devices could therefore not be evaluated and the stated failure mode not independently be confirmed. No medical documents were received for investigation. Therefore, no medical assessment could be performed. A review of the batch record revealed no deviations from the standard manufacturing process. Material and sterilization certificates are available and according to specification. A review of the complaint history revealed no other complaints for the batch in question. Based on available information, there is no indication that the devises did not meet specification at the time of manufacturing. However, the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless smith and nephew will continue to monitor the devices for similar issues. The complaint will be reopened should additional information or the complained devices become available.

Event description:
It was reported a revision surgery due to infection.